Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm latch was failed. A field service engineer (fse) powered off the station and replaced the failed latch. The fse adjusted the srm mount and manually tested. The system was rebooted, and functionality was verified using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed continuously. The user reported that the lock on the refrigerator failed with increasing frequency. Nurses indicated that the refrigerator door required excessive force to close and had to be slammed to latch properly. The door would not open unless the handle was pulled manually before the mechanism attempted to release. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.